Manufacturer narrative:
The device was not returned for evaluation. The complaint is inconclusive, due to no sample being returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer." (B)(4).

Event description:
It was reported that the patient allegedly experienced a urinary tract infection as a result of using the device. The patient had the device placed for sixteen days following abdominal surgery. After the device was indwelling for seven days the patient experienced symptoms consistent with a urinary tract infection. The patient followed up with her physician who performed a urinalysis. She allegedly tested positive for a urinary tract infection. The patient was prescribed metrodinazol to treat the infection.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information, it was reported that the patient allegedly experienced a urinary tract infection as a result of using the device. The patient used the device over a period of sixteen days following abdominal surgery. After the device was used for seven days the patient experienced symptoms consistent with a urinary tract infection. The patient followed up with her physician who performed a urinalysis. She allegedly tested positive for a urinary tract infection. The patient was prescribed metrodinazol to treat the infection.